Event description:
Customer reported no reactivity with vs566 cell ii and a patient sample later confirmed to contain anti-p1. The patient had no previous history of antibodies. The customer performed an is crossmatch in tube with two units of packed red cells reacting 1-2+ incompatible. Due to the incompatible crossmatch, the customer sent the sample to a reference lab which tested the sample using tube method and identified an anti-p1 at the iat phase after pre-warming. The reference lab also stated that the patient's plasma reacted with 3/22 cells in gel/iat with no specificity. Patient was later transfused with p negative units with no adverse reactions.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. There were no similar complaints for this lot. (B)(4).